Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.